Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted at anteroseptal region. Second triclip was implanted at posterior septal central region. Third triclip was implanted at mid position. Second triclip had partial detachment from posterior leaflet. The tr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided a cause for the reported migration (partial clip movement) cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to the patient anatomy and shadows. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 2687 foreign body in patient. Health effect- impact code: 4641 unexpected medical intervention.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted at anteroseptal region. Another triclip was implanted at posteroseptal central region. Third triclip was implanted at in mid position. Second triclip had partial detachment from posterior leaflet and is partially implanted on chordae. The tr was reduced to grade 3 post procedure. There was no clinically significant delay.